Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via the company representative who reported that the cause of the pump running empty was that the patient was new to the clinic. According to the patient, previous appointments were missed at the old office they were being seen at, and the pump went dry. The pump was refilled, and the patient was referred to neurosurgery for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for non-malignant pain. It was reported that the patient's pump showed a low reservoir on 2025-05-01 and empty on 2025-05-06. The patient had withdrawal symptoms at one point due to not getting a refill in time. It was refilled on (B)(6) 2025 and set to the lowest simple continuous dose. Reviewed empty pump considerations such as checking for a motor stall as well as checking actual vs residual volume and/or effective therapy.